Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2023 for a cystocele, rectocele and prolapse and absorbable straps were used. The urologist sewed the unknown strips and the visceral surgeon preferred to use staples. At the urology level not too many worries of recovery. Nevertheless, on the side of surgery prolapse and rectocele, impossibility of going to bowel movement naturally for 7 months, the pains are unbearable and disabling with the obligation of daily use of a peristeen enema. After operation, several urinary tract infections and 2 fecalomas. The visceral surgeon rejects all responsibility and the patient is forced to consult a professor in hospital who will have to operate on the patient again. The 2nd pelvic MRI after surgery is not good. The mesh are visibly in dacron (familial allergy material). The patient was never informed about the description of the materials laid. At auscultation, the professor in the hospital manages to feel a staple that is not in its place. The patient further reported experiencing handicap of stool evacuation, permanent weight in the lower abdomen, pain and inability to lead a normal life from the time the mesh were placed. No further information is available as the reporter contact details were not disclosed.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.